Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about few years post implant of ventralex mesh, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents bard/davol mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was noted with incarcerated and strangulated omentum, there was also a knuckle of small bowel that was obstructed. A piece of small bowel was dumped into the abdominal cavity for mobilization and ventralex mesh (device #1) was placed as an inlay underneath the fascia and stapled. On (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, "a small defect was noted in umbilicus. The hernia sac overlying this was excised and loop of small bowel was freed from surrounding this area. As there was no previous mesh in that location, another small ventralex mesh (device #2) was placed." On (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralight st mesh using echo ps (device #3). Per operative notes, "multiple adhesions of small bowel were taken down from the mesh. Mesh was very adherent therefore the mesh (device #1) was cut in half and brought out of it. The knuckle of small bowel within the hernia was carefully reduced, placed a ventralight st mesh using echo ps (device #3) and tacked." Attorney alleged that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.